Manufacturer narrative:
The reported events of failure to capture and under-sensing were not confirmed. A visual inspection of the device revealed no anomaly on the outer and inner helix. The helix lengths were within required specification. Further analysis performed, including output verification and sensitivity test revealed no anomaly contributing to capture or sensing problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that loss of capture and low sensing was observed on the atrial device during the implant procedure. Additionally, the patient experienced self-terminating atrial flutter. The device was repositioned, and the electrical anomalies improved. Following the procedure, loss of capture and undersensing was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition. The physician did not allege a malfunction against the device and suspected the electrical issues were due to the patient's atrial disease.